Manufacturer narrative:
Event summary, device history record review and complaint history review did not identify contributing factors. Technical investigation confirmed that the user tried six times to perform a 3d-registration, but the five first attempts failed. At the sixth attempt the bounding box was redefined properly by the user which enabled a correct detection of markers and the calculation was successful. The device worked as intended, the event is due to user error in the definition of the bounding box. The surgeon is trained to the use of the rosa one device and is considered as experienced.

Event description:
It was reported that there were 3d-registration failures during a surgery. The registration steps were repeated until issue was resolved.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. The device model rosa one is not FDA cleared but is similar to the device rosa brain, classified haw and cleared under k172444.

Event description:
It was reported that there were 3d-registration failures during a surgery. The registration steps were repeated until issue was resolved.